Event description:
It was reported that the patient with this artificial urinary sphincter (aus) noted one month after activation he noted that the pump had a palpable dimple in it. He also stated he was leaking more and had to wear a diaper. Troubleshooting measures were performed but were not successful. The patient was suggested to see a physician and he agreed to do so. The aus is currently implanted. There were no additional patient complications.

Manufacturer narrative:
D6a - implant date, unknown, used approximate date